Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital after experiencing a syncopal episode. Review of the system noted loss of capture and high threshold measurements on the rv channel. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix was observed to not extend properly. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital after experiencing a syncopal episode. Review of the system noted loss of capture and high threshold measurements on the rv channel. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix was observed to not extend properly. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The failure to capture and high threshold allegations were not confirmed through analysis - as despite the inner coil fracture, because the helix difficulty (and resulting fracture) were reported to have occurred during the revision procedure.